Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse stated the syringe pump was defective and causing the control failures. The fse replaced the syringe pump p/n: 700-7151s to resolve the customer issue. The fse reran controls and the controls passed. (B)(4).

Event description:
The customer reported quality controls failing for blood. The customer indicated they are getting false negative as well as false positive quality control failures. There were no erroneous results generated or reported out of the lab.